Event description:
It was reported that the patient experienced multiple occlusion alerts as observed in recent records. There was no adverse impact to the customer¿s blood glucose level mentioned in the report. The healthcare provider's office contacted technical support for assistance, but no additional information was provided about the actions taken to resolve the issue.